Event description:
It was reported that during the procedure, while testing the cuff, the balloon would deflate. It was assumed that the cuff was porous.

Manufacturer narrative:
Device evaluation a sample was received to perform an investigation. The returned sample was visually inspected at 12 to 16 inches under normal conditions of illumination and no defects were found. Functional testing was done by using a syringe to inflate the pilot balloon. The reported problem was confirmed as cuff leakage was detected. The sample returned was also connected to a leak tester machine and leakage was confirmed. A device history record (DHR) review was performed and there were no issues reported during the manufacture of this lot. The lot met the specifications for to final release. Based on the analysis conducted, it was determined that the damage to the unit occurred after the manufacturing process.